Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous anterior tibial artery. Vascular access was obtained via the femoral artery. Upon the first inflation at 6 atms for 5 seconds a balloon rupture occurred. The balloon catheter was successfully removed intact and the procedure was completed with a different device. The were no patient complications reported with the patient status listed as 'good'

Manufacturer narrative:
(B)(4):it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)